Event description:
The manufacturer representative reported the patient's catheter was replaced due to the patient experiencing minimal therapy benefit since it was implanted. During the procedure, the catheter was found to be cut near the spinal entry site. Additional information has been requested from the hcp but was not available on the date of this report.